Event description:
A surgeon reports a pt had an intraocular lens (iol) implanted 1997. During a recent examination the surgeon noted half of the iol was opaque and has resulted in "injury to the vision of the pt". Additional info has been requested.